Manufacturer narrative:
Based on the information provided, no conclusion can be made at this time. As reported, the patient and had purulent discharge and seroma about one month post-implant, which was confirmed to be negative for infection. With the information provided, we are unable to determine a root cause for the patient¿s postoperative course. Seroma formation is a known inherent risk with the use of any prosthesis, and is identified in the adverse reaction section of the IFU as a potential complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that the patient underwent open repair of a midline incisional hernia using a xenmatrix ab, about 10 months after a colon resection. The procedure was described as a routine procedure in which the xenmatrix ab was placed in an intraperitoneal position and the fascia was closed over the xenmatrix ab. Drains were placed superior to the graft and subcutaneously. The patient¿s immediate post-operative course was unremarkable. About a month post op, the patient developed what was described as purulent appearing drainage from the inferior aspect of the wound. This was culture negative. Because of continued drainage, the patient was taken back to surgery and explored. A large collection of purulent fluid was identified anterior to the xenmatrix ab graft and this was also culture negative. The physician identified what was believed to be the xenmatrix ab and it was described as thin and attenuated. At least some was debrided and sent to pathology. The patient was treated with a wound vac and is reportedly doing well at this time.

Event description:
It was reported that the patient underwent open repair of a midline incisional hernia using a xenmatrix ab, about 10 months after a colon resection. The procedure was described as a routine procedure in which the xenmatrix ab was placed in an intraperitoneal position and the fascia was closed over the xenmatrix ab. Drains were placed superior to the graft and subcutaneously. The patient¿s immediate post-operative course was unremarkable. About a month post op, the patient developed what was described as purulent appearing drainage from the inferior aspect of the wound. This was culture negative. Because of continued drainage, the patient was taken back to surgery and explored. A large collection of purulent fluid was identified anterior to the xenmatrix ab graft and this was also culture negative. The physician identified what was believed to be the xenmatrix ab and it was described as thin and attenuated. At least some was debrided and sent to pathology. The patient was treated with a wound vac and is reportedly doing well at this time. Addendum: the xenmatrix ab graft was implanted on (B)(6) 2020.

Manufacturer narrative:
Based on the information provided, no conclusion can be made at this time. As reported, the patient had purulent discharge and seroma about one month post-implant, which was confirmed to be negative for infection. With the information provided, we are unable to determine a root cause for the patient¿s postoperative course. Seroma formation is a known inherent risk with the use of any prosthesis, and is identified in the adverse reaction section of the IFU as a potential complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted on 23-jun-2020. This supplemental emdr was submitted to report the date of implant, lot number and catalog number of the product. Updated fields: b4, b5, d4 (lot no., catalog no., expiry date, UDI no.), d6 (date of implant), g4, g7, h2, h4, h10. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned - remains implanted, explanted portion not returned for evaluation